Event description:
It was reported by the patient¿s mother that the patient's blood glucose level rose to 283 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. Despite multiple bolus attempts overnight and in the morning, the patient¿s blood sugar never came down. The site was wet and the cannula had dislodged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: dexcom g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.